Manufacturer narrative:
Upon analysis, the event of infection could not be confirmed. The device was interrogated and was found to be above normal eri. No anomalies were noted upon examining the visual screen and preliminary test results. Furthermore the device image was successfully downloaded and no malfunction was revealed.

Event description:
The patient presented in clinic due to an potential infection of the device pocket. Redness was noted around the pocket and the device was partially eroded out of the pocket. The device was explanted and the patient was treated with antibiotics. A new device was implanted in a later procedure to resolve the event. The patient was in stable condition.